Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: during testing, the display was found to be dim, fading, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.